Event description:
It was reported that pre-dilatation was done with a non-abbott 2.0 mm balloon and during a non-tortuous, mildly calcified, posterior descending artery (pda) stenting procedure, a xience nano was advanced without difficulty and deployed at 12 atmospheres at the lesion site in the artery. The xience nano stent delivery system was removed without resistance. An angiogram was done and the xience nano stent was found free floating in the proximal right coronary artery (rca) close to the distal end of the guiding catheter. A non-abbott (4 x 12 mm) balloon was advanced and post-dilated the xience nano stent opposing the stent to the vessel wall securely. The representative viewed the cine and believes the stent was pulled back towards the guiding catheter as the stent delivery system was being removed. The procedure was completed with a non-abbott stent implanted successfully in the target pda. There was no adverse patient sequela or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Difficulty/partial deployment (the stent not being fully apposed to the vessel wall) and stent migration/movement of a deployed stent could not be replicated in a testing environment as they were based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Evaluation summary: the device was returned for evaluation. Difficulty/partial deployment (the stent not being fully apposed to the vessel wall) and stent migration/movement of a deployed stent could not be replicated in a testing environment as they were based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.